Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thr; (B)(6), (B)(6) hospital (B)(6) 2018. Surgeon had difficulty impacting the definitive implant as the tips of the femoral impactor were worn out. Both impactors were set aside to decontamination and will be returned to the office for inspection, repair and or replacement. Female patient initials dd, aged (B)(6) years, dob; (B)(6) 1960 (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the instrument associated with this report was not returned. The provided photographs confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.